Event description:
Failed to integrate. Doctor confirmed by email on 30 sep 2021 that locator attachment got loose, they think that this is due to damage threads.

Event description:
Failed to integrate. Doctor confirmed by email on (B)(6) 2021 that locator attachment got loose, they think that this is due to damage threads.